Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge service territory manager (stm) evaluated the iabp and verified the customer complaint - the stm did not observe pressure on the bedside monitor. To resolve the issue, the stm replaced the external monitor connection cable assembly and tested and slaved the iabp to the customer's philips monitor. The signal tested at pressure of 100 and results were observed. The stm then performed full calibration and unit passed all functional and safety tests per factory specifications. The iabp was returned to the customer and cleared for clinical use. (B)(6).

Event description:
It was reported that the cs300 intra-aortic balloon pump (iabp) had a loose connection for the external monitor. It is unknown under which circumstances this event occurred; however, there was no patient involvement and no adverse event was reported.